Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that holes were found in the bd insyte¿ autoguard¿ shielded IV catheter during insertion. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir. DHR review; was conducted for this investigation, which disclosed the following: lot 8078634; was built on afa line 5 on 23mar018 through 26marl2018 and packaged on afa line 10 on 04apr2018 through 04apr2018 for the quantity of 155,610ea. *review disclosed no indication of the alleged defect as it was noted that there were no reject findings throughout the build of this lot that would impact upon the quality of the product. *all required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans.

Event description:
It was reported that holes were found in the bd insyte¿ autoguard¿ shielded IV catheter during insertion. There was no report of exposure, injury, or medical intervention.